Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -1.0/+1.0/142 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2013. The surgeon reports excessive vault, elevated iop, angle closure, and corneal edema. An enlargement of the pi-yag was performed. The problem is resolved. Reportedly, the lens remains implanted. The cause of the event is reported as unknown, however information received also states that the acd was not measured per dfu instructions (acd assumed to be 3.2mm). Information initially received via an article published in clinical ophthalmology entitled 'a prospective pilot study using a low power piggy-back toric implantable collamer lens to correct residual refractive error after multifocal iol implantation.'

Manufacturer narrative:
Work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4).